Event description:
It was reported that the user experienced hyperglycemia with a continuous glucose monitor (CGM) value of 400 mg/dL after not removing the needle guard at the Teflon infusion site on the abdomen, disconnected the iLet, and administered a subcutaneous fast¿acting insulin injection using a pen, then replaced the infusion set and resumed delivery; the event involved the cannula and was attributed to an infusion set deployed incorrectly or an infusion set connector not attached correctly due to improper procedure. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem, and an error related to the cannula and infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.